Event description:
Patient presented to the physician with chest pain. A CT scan was performed and the sensing lead had potentially migrated into the pleural space. Physician brought the patient into the operating room and repositioned and re-sutured the sense lead in an alternate location. Physician confirmed no pneumothorax had occurred at the previous sensing lead placement site and closed.